Manufacturer narrative:
(B)(4). Instradent USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that a month after the dental implants were installed in intraoral regions #19, #20, #29 and #30. It was verified its non osseointegration; 45 ncm of primary stability was achieved and immediately load was not performed. Pt had bone type ii.